Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error. The patient's blood glucose was reported as normal and did not require medical treatment. There were also other motor error alarms in the alarm history. No products were returned or replaced as the insulin pump was out of warranty.